Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was unknown at the time of incident. No further details provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to perform unexpected restart error test, unable to verify compromised force sensor system alarms or perform prime test due to motor error alarm. However, the insulin pump was received with normal operating current and passed displacement test, self-test and off no power test. No unexpected program safety alarm anomalies noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.